Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 40 mg/dl, 139 mg/dl, 106 mg/dl, 70 mg/dl, and 72 mg/dl. Low blood glucose symptoms were reported with these results. Customer's spouse provided her with three "sugar" tablets and she ate dinner. Low blood glucose symptoms improved within an hour. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.